Manufacturer narrative:
The device has not been received at the manufacturer's facility as of the date of this report. A supplemental report will be sent following investigation after the device is received.

Event description:
It was reported that during a laparoscopic j-tube placement tow device sleeves leaked co2 and causing a loss of pneumoperitoneum. The device was leaking from the top. For one or both devices, a prestige was inserted into the device but after it was noticed ot be leaking. No torque was being placed on the device. Another device was used to complete the procedure. There was no patient injury. See related MFR. Report # 2134070-2014-000173.